Event description:
It was reported that the customer experienced a blood glucose (bg) level of 581 mg/dl; cause was unknown. Elevated blood glucose was addressed with manual injections. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.